Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the hcp asked for help turning a pump off. The hcp stated that they had level of consciousness concerns for the patient. The hcp stated that the patient was given narcan and was being transferred to the intensive care unit (ICU). The hcp asked for a local mdt rep to come to the facility to help with programming. The issue was not resolved through troubleshooting. The caller was redirected to the national answering service.